Event description:
It was originally reported that the device won't make "q" rings. Upon receipt of sample and preliminary evaluation on 05/10/07, device was found to be producing straight shots, and MDR reportable event.

Manufacturer narrative:
Complaint confirmed for straight shots. Possibly due to normal wear on a reusable device.